Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3005334138-2021-00557. During peripheral procedure, a blood leak occurred. After placing the guidewire, blood would leak from the introducer. The sheath was replaced but the same issue occurred, however, the procedure was able to be completed with the second sheath with no adverse patient consequences.